Event description:
The account generated a (B)(6) architect anti-hbs result on a surgical patient specimen. The account stated the patient tested architect (B)(6) the month prior and two months after the (B)(6) result was generated. Additionally, the patient tested (B)(6). No impact to patient management was reported. Data provided: (B)(6) 2010: architect anti-hbs = (B)(6).

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, 7c18, list architect anti-hbs, that has a similar us product distributed in the us, architect ausab, list 1l82. An investigation is in process.